Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue after accidentally folding the adhesive on the infusion site on (B)(6) 2026. No further information available.